Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Seven x-rays were provided for analysis with (B)(4): three pre-operative x-rays, taken on (B)(6) 2020, which were not considered in this assessment; four post-operative x-rays, taken on (B)(6) 2020, which include a full-pelvis anteroposterior (ap) x-ray, one ap x-ray of the left hip, one ap x-ray of the left hip in abduction, and one axial x-ray of the left hip. All components appear adequately sized and positioned. In the full-pelvis post-operative x-ray, the inclination angle of the acetabular shell was measured to be 41.8 degrees, which is very close to the recommended inclination angle of 40 degrees. The patient is enlisted in the mymobility clinical study as (B)(6). The patient is female, was born on (B)(6) 1954, weighs 148 lb (67.1 kg) and is 69 inches (175 cm) tall (bmi of 21.9, normal weight). The medical record review form states that the patient has a history of osteoarthritis, back problems, and that there were no intraop complications during surgery. The study report mentions that the surgical technique was followed during primary surgery, and that no post-discharge physical therapy was prescribed (mymobility home exercises only). At a follow-up meeting on (B)(6) 2020, the patient reported an ambulatory status of full weight bearing with antalgic gait with no leg length discrepancy, reporting slight pain or discomfort (score 2). The patient was satisfied with the new joint. At the 3-month follow-up ((B)(6) 2020), the patient reported an ambulatory status of full weight bearing with normal gait with no leg length discrepancy, reporting slight pain or discomfort (score 2). The patient was either satisfied or very satisfied with the new joint. The patient was by then able to do everyday household activities, as well as gardening/yard work, hiking and riding a bicycle, and was described as very active, walking 3 to 4 a day without any difficulty. The study report mentions an adverse event dated (B)(6) 2021, namely anterior left hip pain of moderate severity (the subject of (B)(4)), which was registered as possibly related to the joint arthroplasty procedure. The action taken was described as standard/office physical therapy 2x a week for 6 weeks, as stated in the complaint description. The medical record review form states that resolution of the event is pending, but also that mild to moderate pain is anticipated within 6 months postop. This event is just past the 6 month follow up but did require additional physical therapy outside of the expected standard pt timeframe. In addition, the progress notes provided with (B)(4) include a note dated (B)(6) 2021 by a physician assistant who states I received a telephone call from the patient. I did recommend physical therapy which I am going to send her out a prescription to treat what is possibly iliopsoas tendinitis. Note that a previous occurrence of iliopsoas tendinitis was recorded on (B)(6) 2020, which was marked as not related to the device, and progress notes taken on (B)(6) 2020 also state I do believe she is still struggling with some iliopsoas tendinitis on the left side. At the 6-month follow-up ((B)(6) 2021), the patient reported moderate pain or discomfort (score 3). Email communications from (B)(6) (clinical research specialist) mention that there were no contributing conditions related to the event. The manufacturing history records (mhrs) for the biolox delta head, g7 longevity liner (in linked complaint (B)(4)), g7 pps shell and taperloc stem (both in linked complaint (B)(4)) have been checked and verify that the components were manufactured and sterilised in accordance with the applicable specifications. The root cause of the left hip pain cannot be determined with certainty at the time of writing of this assessment. However, it appears to be not entirely unexpected to occur just past the 6-month post-operative time-point, or it may be a recurrence of iliopsoas tendinitis, and it is possible that physical therapy will be enough to address the problem. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the complaint database over the last 3 years has found 1 complaint reported with the item (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : device remain implanted.

Event description:
It was reported that the patient experienced increased left anterior thigh pain in moderate intensity approximately 6 months post implantation. Additional physical therapy was prescribed for six weeks. No revision procedure has been reported to date. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Initial report: concomitant medical products: associated products: catalog number: 51-104110, lot number: 6536837, brand name: tprlc 133 t1 pps ho11x142mm; catalog number: 010000664, lot number: 6692072, brand name: g7 acetabular cup; catalog number: 20103606, lot number: 64449789, brand name: g7 longevity neutral 36mm f. Customer has indicated that the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced increased left anterior thigh pain in moderate intensity approximately 6 months post implantation. Additional physical therapy was prescribed for six weeks. No revision procedure has been reported to date. Additional information on the reported event is unavailable.